Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high impedances. When the pocket was opened, a tug test found the lead secure in the connector port and the lead tested normal via an analyzer. When the lead was reconnected to the device, all measurements were normal and in range. The physician suspected an incorrect connection. The system remains implanted.